Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic tracking number pe: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, alleged complications post implant: (B)(6) 2003: vaginal abscess, vaginal foreign body and sinus tract.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient underwent a procedure for rectocele repair for large rectocele, cystourethroscopy for hematuria, and suprapubic tube placement for urinary retention. The pre-operative was diagnosis as an large rectocele with a symptomatic and contrast retention. The post-operative diagnosis of a large rectocele, symptomatic, with contrast retention which included urinary retention and hematuria. Five months later underwent a procedures for unroofing of vaginal sinus tract and removal of vaginal foreign body which included an incision and debridement of vaginal abscess. The pre and postoperative diagnosis of vaginal abscess as well as vaginal foreign body and sinus tract. Six months after the initial procedure, underwent a procedure for excision of vaginal foreign body. The pre and postoperative diagnosis of vaginal foreign body and persistent vaginal drainage. Five years later, procedure for abdominosacral colpoperineopexy with deep dissection into the vesicovaginal space for correction of midline and lateral cystocele, repair of enterocele, posterior colporrhaphy, insertion of mesh x2, aspiration of the bladder with insertion of suprapubic catheter, cystourethroscopy, total abdominal hysterectomy with burch for anticipated postoperative urinary stress incontinence and for uterovaginal prolapse and bilateral salpingectomy. The pre and postoperative diagnosis of stage ii lateral cystocele, stage ii midline cystocele, stage ii rectocele and temporary postoperative urinary retention.